Event description:
It was reported that a question of if the right ventricular lead could be fractured, with the data presenting as varying resistances, has a short interval count of 55 since last interrogation. The lead is still in use. It was further reported that there was noise on the right ventricular lead and it was oversensing. The lead integrity alert had been triggered. The atrial lead also exhibited noise, no capture and undersensing. It was found to be dislodged. The right ventricular lead was repositioned and remains in use. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.